Manufacturer narrative:
Authors: michael a. Gaglia jr, rebecca torguson, michael j. Lipinski, jiaxiang gai, edward koifman, sarkis kiramijyan, smita negi, toby rogers, arie steinvil, william o. Suddath, lowell f. Satler, augusto d. Pichard, and ron waksman. Journal: the american journal of cardiology year: 2016 vol. 117 issue 4 title: frequency of angina pectoris after percutaneous coronary intervention and the effect of metallic stent type ref: http://dx.doi.org/10.1016/j.amjcard.2015.11.036. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 2715 patients had 2nd generation des implanted including resolute (zotarolimus eluting stent). The occurrence of major adverse events at 1 year was recorded; this included all-cause mortality, angina, q-wave myocardial infarction, target vessel revascularisation (tvr) , stent thrombosis and major adverse cardiac events.